Event description:
It was reported that the patient presented remotely via merlin.net. The pulse generator exhibited a diagnostics anomaly. No intervention or patient symptoms were reported. The patient would be monitored.

Manufacturer narrative:
(B)(4).